Manufacturer narrative:
Eval summary: the distal part of the balloon appeared wrapped and wrinkled tightly around the tip. A balloon radial burst was observed approx at 22 mm from the proximal marker. The detachment point on the balloon was severely damaged. The marker tube appeared severly stretched. (B)(4): eval: results/conclusions: (av-shunt anastomosis having a stenosis rate of 80-90%). (Inflation performed with a syringe).

Event description:
An attempt was made to use an admiral xtreme pta balloon catheter to treat an eccentric lesion located in an av-shunt stenosis anastomosis having a stenosis rate of 80-90%. The device was inspected prior to use with no issue noted; however, it was reported that the balloon of the admiral xtreme ruptured on second inflation and detached in vivo. Pressure imposed could not be provided as inflation was performed by using a syringe. The detached balloon part was removed by surgery with no health hazard caused to the pt. No other clinical sequelae were reported.